Manufacturer narrative:
The lot number is unk and therefore the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The customer reported that the cuff deflated after 49 days of use. They tried to re inflate it with 60 ml of air, but it deflated immediately. The pt was re intubated and there was no pt harm reported.